Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer received request to rewind the insulin pump. Customer was able to complete insulin pump rewind. Customer reported that the self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and active current test. Device failed sleep current test and power supply test failed during self-test alarmed during self test due to moisture damage on the electronic assembly preventing power flow from the lithium backup battery. Device rebooted with trace pointers are invalid error, history pointers failed and history pointers are corrupted error and post-reset ram crc alarm. Trace pointers are invalid error, history pointers failed and history pointers are corrupted error and post-reset ram crc alarm confirmed.